Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise, high out of range pacing and shock impedance measurements, and delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. Technical services (ts) suspected the rv lead to be fractured, which could contribute to the oversensed noise and high out of range pace and shock impedance measurements. Due to oversensed noise being present, an inappropriate shock and atp were delivered. Ts recommended to turn tachycardia therapy off and to notify the physician due to a planned procedure to replace the system with a subcutaneous implantable cardioverter defibrillator system. The system was explanted and returned to boston scientific for further analysis. No additional adverse patient effects were reported. This rv lead is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.